Manufacturer narrative:
A service report completed and dated 10/25/19 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured.

Event description:
Patient hematoma reported.